Event description:
It was reported that the patient's blood glucose level reached 420 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. Hyperglycemia treated by applying a new pod.

Manufacturer narrative:
**The following sections have been corrected*** b5 - describe event or problem changed from "not applicable as this event is not reportable." To "it was reported that the patient's blood glucose level reached 420 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. Hyperglycemia treated by applying a new pod."

Manufacturer narrative:
The received device was evaluated and found the cannula fully deployed. The exposed portion of soft cannula was found to be flattened and kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Event description:
Not applicable as this event is not reportable.